Event description:
The report received from the study indicated that during pta of a lesion in the mid left common carotid artery with an 8.0x20mm precise stent, after pre-dilatation with a 3.5mm balloon, the stent was positioned at the lesion and deployed. However, there was a watermelon seeding event where the stent itself jumped distally and missed the target lesion. A second precise stent of the same size and lot number was used and the watermelon seeding event occurred again. Therefore, a 10x14mm abbott stent was deployed at the site. The precise stents were tacked down and post-dilatation conducted with an unidentified balloon. The residual diameter stenosis was 10-15%. Pta was performed on a lesion in the mid left common carotid artery with 80% stenosis present. The lesion was 8mm in length in an 8mm vessel diameter. The arch type was ii. Calcification and vessel tortuousity were not documented. An angioguard distal protection device was deployed successfully and the lesion was pre-dilated. Three thousand units of heparin were administered prior to the placement of the embolic protection system to achieve act greater than 350. Maximum ck post-procedure was 39 (upper limit 200) and ck-mg 0.6 (upper limit 9). The angioguard was successfully removed after stenting and there was no debris in the basket. Aspirin and clopidogrel were also administered pre and post-procedure. There were no neurological deficits post-procedure. The patient was discharged on the day following the procedure without any major adverse events.

Event description:
Approximately 10 months post-procedure, the patient experienced amaurosis fugax, reflex change, hemiparesis and hemiataxia on the right side. The onset was sudden and there was full recovery with no deficit was initially reported. It was diagnosed as stroke, intracerebral/subarachnoid hemorrhage. The adjudication minutes received notes that the previously diagnosed cerebral hemorrhage was adjudicated as an ischemic stroke. The discharge summary noted that the patient remained stable and that she had recovered much of her neurological deficits.

Manufacturer narrative:
Please note that the database indicates the angioguard embolic protection system was used but medical records received indicate that an abbott accunet embolic filter protection system was used. Clarification regarding which device was used is pending. Please note that this represents notification of two devices with the same catalog and lot numbers that were involved with the same reported event in the procedure. The devices are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note the additional information below but there were no changes to the previously submitted evaluation codes. After review of the adjudication minutes new information notes that the patient had partial recovery of her neurological symptoms. The report received from the (B)(4) study indicated that an (B)(6) female patient enrolled in the study with medical history including hyperlipidemia, congestive heart failure, CABG, coronary artery disease, myocardial infarction and hypertension. Pta was performed on a lesion in the n the mid left common carotid artery that was treated with 2 8x20mm precise rx stents and a 10x40mm abbott stent. Approximately 10 months post-procedure, the patient experienced amaurosis fugax, reflex change, hemiparesis and hemiataxia on the right side. The onset was sudden and there was partial recovery. It was originally diagnosed as stroke, intracerebral/subarachnoid hemorrhage; however, adjudication updated the diagnosis to an ischemic stroke. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13303886 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the (B)(6) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the nurse found the tip cover accessory installed on the monopolar curved scissors (mcs) instrument to be torn and burned. The mcs instrument was removed and replaced with an instrument of the same type and a new tip cover was installed to complete the planned procedure. No patient harm, adverse outcome or injury was reported.